Event description:
It was reported that the right atrial lead exhibited loss of capture. The lead was capped and replaced successfully on (B)(6) 2017. No additional information was available.

Event description:
New information states the patient was stable, no consequences.